Event description:
The customer stated that the screen went blank after a battery change. The customer tried several different batteries and got the same results. Troubleshooting was performed and the screen remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics.